Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotalink burr catheter coil only. The sheath and burr were not received. The coil was visually and microscopically examined. The coil is stretched and separated 146.2cm from the handshake connection. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the tip of the burr broke off and patient was sent for surgery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the tip of the burr broke off inside the patient's body and was unable to be retrieved while in the cath lab. Consequently, patient was taken to cardiovascular operating room (cvor) to proceed with open procedure. No further patient complications were reported. It was further reported that the 99% stenosed target lesion was located in a severely angulated and heavily calcified right coronary artery. The tip of the device was not removed from the patient and was oversewn during open procedure. The patient is progressing well postoperatively and remained hospitalized as of (B)(6) 2020.

Event description:
It was reported that the tip of the burr broke off and patient was sent for surgery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the tip of the burr broke off inside the patient's body and was unable to be retrieved while in the cath lab. Consequently, patient was taken to cardiovascular operating room (cvor) to proceed with open procedure. No further patient complications were reported. It was further reported that the 99% stenosed target lesion was located in a severely angulated and heavily calcified right coronary artery. The tip of the device was not removed from the patient and was oversewn during open procedure. The patient is progressing well postoperatively and remained hospitalized as of (B)(6) 2020.

Manufacturer narrative:
Corrected h6 patient codes from no consequences or impact to patient 2199 to device fragments in patient 3165.

Event description:
It was reported that the tip of the burr broke off and patient was sent for surgery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the tip of the burr broke off inside the patient's body and was unable to be retrieved while in the cath lab. Consequently, patient was taken to cardiovascular operating room (cvor) to proceed with open procedure. No further patient complications were reported.